Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one of the ball bearings was missing after the cleaning was complete.

Manufacturer narrative:
Visual inspection confirmed that one ball bearing and spring was missing from the returned tasp shim. It is also noted that the surface of the shim appears to be scuffed and has wear marks. Discoloration of the surface of the device can also be seen. Dimensions found the part to be conforming to print specifications where measured. These devices are used for treatment. A corrective action found that (B)(4) cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. This recall contains all tasp shim lots.